Event description:
During an unknown procedure, it was reported by the affiliate that the stapler jammed and the firing cycle broke during the surgery. A new device was used to complete the case without complications to the pt.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.